Event description:
It was reported that when the patient moves around a lot, the heart gets out of rhythm. This was getting more frequent and worse in the last few months. The clinic was contacted and the patient did not follow up with the doctor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.